Manufacturer narrative:
During this conversation with (B)(6) sscor verified the replacement battery we sent him was performing to specification and we also verified the suction device was now being kept on charge at all times using the sscor ac/dc battery charger. We also reviewed the device history record for this device (model 74000, (B)(4) and found no abnormality. Failure to follow the instructions in the operating instruction and maintenance manual is the root cause of the battery failure of the device involved in this incident. This fact was also provided by the initial reporter, (B)(6).

Event description:
Sscor received a call from (B)(6) volunteer fire company in (B)(6). (B)(6)reported that he was called out on a cardiac arrest for a (B)(6) male. He stated "the patient wasn't going to make it no matter what they did." When he went to use the suction unit (model 74000 (B)(4) manufacture date (B)(6)2009), the device initially turned on but then turned off as he began to suction. (B)(6) brought the unit back to the firehouse and plugged it in to the ac/dc charger in order to charge the battery in the suction device. After a few hours, he turned the suction device on and device would turn off before reaching maximum negative pressure. The battery could not be charged indicating it had lost capacity. Sscor asked (B)(6) if the unit was kept on charge, and his response was as follows "the device is kept plugged in one the truck but the device is only charging when the truck is running". We asked how often the truck is running and he replied "well that's the issue, the truck does not run very often". This would indicate why the battery has lost capacity. (B)(6) also indicated one of his colleagues noticed the suction unit was not running prior to the incident and neglected to replace the unit with another one or even tell his colleagues until after the fact.